Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that type b dissection was noted after stenting the pre-dilated proximal cx with a xience v stent. The dissection was treated successfully with implantation of a second xience v stent. There were no reported further pt effects. There is not add'l info available.

Manufacturer narrative:
Dissection is a known possible outcome of coronary stent procedures, and is listed in the product instructions for use (IFU) as a potential adverse event. In this case, there was no report of any damage to the product or difficulties experienced during the procedure which could have contributed to the dissection. Though a definite cause for the dissection cannot be determined, there are no indication that a product deficiency contributed to the outcome of the procedure.